Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was no audio from their mx40 device. There was no patient harm reported by the customer.